Event description:
It was reported the atrial lead had "bad insulation." The lead was explanted and replaced. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached; full lead in segments returned and analyzed.